Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l2 olif on upper and lower l2, posterior fixation in a patient diagnosed with l2 vertebral fracture. It was reported that when a screw (without a lateral hole) was scheduled to be inserted into l2 of the affected vertebra, a screw (with a lateral hole) was inserted by mistake, resulting in the corresponding implant being left over. Incorrect screw was provided by sales rep. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.